Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated restart alerts on the ilet pump, including alerts indicating bluetooth communications and bow power issues, and moved to backup therapy while an exchange was arranged; the event did not affect blood glucose and there was no hospitalization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for investigation. Preliminary investigation of this case revealed signal loss and a failure to read an input signal associated with the circuit board. The device was shut down then unsealed and the hoverboard was substitute with a "known good." After restarting the device, alerts 76 and 60 were still present. The original hoverboard was then installed into a test fixture and powered on. The bluetooth ID was displayed, and software version was listed. The complaint was confirmed. Alerts 60 and 76 were seen in the device notifications menu.